Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported that right when they got their implant, they got cataracts and they believed that the implant is what may have caused the cataracts. Patient wanted to know if there are any other patients who have experienced this and what he should do if the implant is what has caused that. The patient was redirect to their healthcare provider (hcp). No further complications were reported/anticipated.